Event description:
Complainant alleged that during a shift check by a clinician, the device displayed "status 66" and "status 93". Complainant indicated that there was no pt involvement in the reported malfunction.